Manufacturer narrative:
Complaint conclusion: as reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) would only go halfway and then got stuck. The physician was able to bring the shuttle back up, sealant was never deployed as the shuttle would not advance and manual pressure was applied. There was no reported patient injury. The product was properly stored and opened in a sterile field. The device was prepped and checked according to instructions for use (IFU). The mynx was inserted into 6f 11cm avanti sheath, it came back with no issues, physicians confirmed correct placement by opening the 6f sheath. While holding proper tension at a 45-degree angle, went to shuttle down but would only go halfway and then got stuck. No resistance or friction was experienced as the mynx vcd was advanced through the 6f sheath, and the 6f sheath was not kinked or bent. The suitability of the femoral artery was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The user was trained to the device. The patient¿s body mass index (bmi) was not greater than 40 kg/m². Additional information was requested but not provided. The avanti sheath was not returned for evaluation. A non-sterile mynxgrip vascular closure device 6/7f was returned for investigation. Visual inspection. The device was received with the shuttle engaged to the black handle with the stopcock open. A syringe was returned attached to the device. The advancer tube and sealant were returned. The sealant was no longer in manufacturing position, as it was partially exposed. The condition of the returned device likely indicates that the device deployment mechanism was partially initiated before its arrival to the cordis lab. Additionally, no visual damages or anomalies were observed. The deployment mechanism was tested to verify the correct configuration and no problems in the device¿s deployment mechanism were present. It was actioned as expected, advancing the advancement tube, and fully deploying the contained sealant. Additionally, a csi insertion was performed to evaluate for any impediment issue that could be related to the reported event. The reported failure as ¿shuttle ¿ shuttle advancement issue¿ was not confirmed because the device worked as intended during functional analysis. Additionally, without the return of the device the malfunction ¿catheter sheath introducer (csi)- obstructed¿ could not be confirmed either. The exact cause of the shuttle advancement issue experienced could not be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) would only go halfway and then got stuck. The physician was able to bring the shuttle back up, sealant was never deployed as the shuttle would not advance and manual pressure was applied. There was no reported patient injury. The product was properly stored and opened in a sterile field. The device was prepped and checked according to instructions for use (IFU). The mynx was inserted into 6f 11cm avanti sheath, it came back with no issues, physicians confirmed correct placement by opening the 6f sheath. While holding proper tension at a 45 degree angle, went to shuttle down but would only go halfway and then got stuck. No resistance or friction was experienced as the mynx vcd was advanced through the 6f sheath, and the 6f sheath was not kinked or bent. The suitability of the femoral artery was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with a retrograde approach. The user was trained to the device. The patient¿s body mass index (bmi) was not greater than 40 kg/m². Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.